Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and coeliac disease ('celiac disease') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cyanocobalamin since 2017 and iron since 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and arthralgia ("joint pain"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste"), urticaria ("rashes or skin conditions type: hives"), acne ("anxiety, rashes or skin conditions type: acne"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and peripheral swelling ("swelling hands and feet"). In (B)(6) 2016, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"). In (B)(6) 2016, the patient experienced anaemia ("blood or heart disorder/condition type: anemia,") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced gingivitis ("dental problems: gum infection"), dental caries ("dental problems : cavities") and teeth brittle ("dental problems: brittle teeth"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced endometriosis ("other injury(ies) or complication please describe: endometriosis"), 3 years 1 month after insertion of essure. In (B)(6) 2018, the patient experienced coeliac disease (seriousness criterion medically significant). On an unknown date, the patient experienced rash ("rashes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysgeusia, depression, anxiety, acne, feeling abnormal, allergy to metals, peripheral swelling, abdominal pain lower, back pain, arthralgia and rash had resolved and the coeliac disease, mood swings, vaginal haemorrhage, menorrhagia, urticaria, migraine, anaemia, gingivitis, dysmenorrhoea, dyspareunia, weight increased, abdominal distension, alopecia, endometriosis, dental caries and teeth brittle outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, coeliac disease, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, gingivitis, menorrhagia, migraine, mood swings, pelvic pain, peripheral swelling, rash, teeth brittle, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: pfs and mr received : previously reported event injury was updated to pelvic pain female, new events mood swings, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metallic taste, psychological or psychiatric problems condition: depression / anxiety, rashes or skin conditions type: hives, acne, migraines / headaches, blood or heart disorder/condition type: anemia, dental problems(gum infection, caries), neurological conditions or problems type: brain fog, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain female, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: bloating, hair loss, rash other injury (ies) or complication please describe: endometriosis, celiac disease, swelling hands and feet, back pain, abdominal pain were added. New lab data and concomitant conditions were added. New reporters were added. Indication was updated.